Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 19 units while caller expected about 72.9 units, and caller was currently experiencing this fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller confirmed completing cartridge preparation steps correctly, received assistance from technical support in reloading same cartridge, declined suggested test bolus, and decided to monitor situation and follow up if necessary.